Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Device label code for f10. Position 1: 1738. Iab was received intact for eval with membrane noted to be completely folded. Blood was noted on exterior of iab and within inner lumen. Sheath used with iab, if any, was not returned for eval. Catheter o.d. Was measured and found to be within datascope's mfg specifications. Folded membrane appeared normal under room light and polarized light. As test, a vacuum was drawn on folded membrane using a lab 60 cc. Syringe and one-way valve. With vacuum maintained, folded membrane easily passed through a lab 10 french, 6 inch sheath without difficulty. Probalbe cause of difficulty: no defect was found in balloon's folded membrane or in iab catheter. It was not possible to verify reported difficulty in lab. Having opportunity to examine original sheath/hemostasis valve assembly (used with iab) may have provided some add'l insight into encountered problem. In general, difficulty advancing iab or sheath into pt or iab into sheath may be attributed to one or more of following: * user may have not drawn sufficient vacuum on balloon during its removal from blister tray. * if drwan, a vacuum may not have been maintained throughout insertion procedure. * during insertion and advancement of sheath,l sheath may have hit opposing wall of artery causing it to kink. * pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into sheath. * during iab insertion, balloon tip may have hit opposing wall of artery as it exited end of sheath.

Event description:
The dr was unable to advance the iab into the sheath. (Event complications: unknown - reported 1/3/97.) (Pt's current status: unk - rpt'd 1/3/97.)